Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died out continue to black display. The customer¿s blood glucose was unknown at the time of incident. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap not loose, cracked or damaged. The insulin pump will be return for analysis.